Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment and returned battery cap were undamaged and the cap was able to fit securely to the pump with no yellow ring showing. No moisture corrosion was observed in the battery compartment. The returned battery cap¿s height and width were within specification. During testing, the pump was unable to power on and it was completely unresponsive therefore the initial ¿power¿ complaint was duplicated. The attempt to download the pump history and black box was unsuccessful due to the pump having no power. Due to the pump being unresponsive; there were vibration and audible features and the display screen was blank. The pump cover was removed and there was further moisture corrosion found to the printed circuit board (pcb) and internal components. Some steps in the investigation were unable to be completed due to the pump having no power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.